Manufacturer narrative:
(B)(4).

Event description:
It was reported that asymptomatic patient presented in hospital after receiving a vibratory alert due to extended charge time. The device was explanted and replaced. The patient was doing fine and discharged post procedure.

Manufacturer narrative:
No conclusion code available. Final analysis found the reported extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The root cause of the extended charge time was an internal hv capacitor anomaly.